Event description:
Company representative reported on behalf of regulatory agency left side "pathology-confirmed anaplastic large cell lymphoma (alcl)". Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Continued g.2. Report source: other - australian breast device registry (abdr) the event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: alcl.